Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the configure process in the implant detection phase of an implantable pulse generator (ipg) implant procedure there was ventricular pacing failure when connecting the lead. A new device was implanted with success. No patient complications have been reported as a result of this event.